Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patient list was unable to be accessed. A technical support specialist (tss) remotely accessed the server via rss and signed into the website using bd credentials. The tss reviewed the device configurations, area configurations, and user account configurations. During the review, the tss located the user ID information on the server and identified that the user account was not assigned to the area where the device was currently assigned. The user must be granted access to that specific area in order to view patient information from the device. The tss attached the guide titled managing user accounts, which provides detailed instructions on editing user accounts. The tss informed the customer of the findings, and the customer confirmed that the user role was not assigned to the specific area. The customer updated the user role accordingly, which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient list was unable to be accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.